Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-surgical x-ray after the implant procedure revealed the right atrial lead had dislodged. The patient was asymptomatic. The patient was taken to the operating theater and the lead was successfully repositioned. The patient's condition was stable post procedure.